Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant bilt3 bilirubin total gen.3 results for 2 infants that were twins on a cobas 6000 c (501) module compared to a advanced bilirubin stat-analyzer model br-2. The c 501 serial number was (B)(4). There was no allegation of an adverse event. The initial investigation determined that the calibration was acceptable.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.